Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This product has not been revised as originally reported. This product is still implanted and has not been removed. This report is considered closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Asr xl - left; reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op).